Event description:
Caller reported tandem mobi cartridge alarm, and there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.